Manufacturer narrative:
No additional information has been reported to allergan regarding the model number, serial number, the event date, implant date, explant date, diagnostic testing, patient data or further event details. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Device labeling addresses the possible outcome of a damaged device: warning: rapid fill rates will generate high pressure which can damage the orbera system valve or cause premature detachment. A balloon with a leaking valve must be removed immediately. A deflated balloon can results in a bowel obstruction, which can result in death. Bowel obstructions have occurred as a result of unrecognized or untreated balloon deflation.

Event description:
Healthcare professional reports: before the implementation into the body of the patient, the valve got broken and the liquid poured out.

Manufacturer narrative:
Device labeling addresses the possible outcome of difficulty adding/removing saline as follows: possible complications of the use of the orbera¿ system include: intestinal obstruction by the balloon. An insufficiently inflated balloon or a leaking balloon that has lost sufficient volume may be able to pass from the stomach into the small bowel. It may pass all the way through into the colon and be passed with stool. However, if there should be a narrow area in the bowel, as might occur after prior surgery on the bowel and adhesion formation, the balloon may not pass and then may cause a bowel obstruction. If this occurs, percutaneous drainage, surgery, or endoscopic removal could be required.

Event description:
Healthcare professional reports: before the implementation into the body of the patient, the valve got broken and the liquid poured out. Follow up information: physician encountered resistance during initial device fill. Fill tube disconnected from device and device was removed.